Event description:
Post use and activation the protective cover became dislodged from the needle hub, fell off, and resulted in an exposed sharp. The clinician inadvertently was stuck by the contaminated sharp.